Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, and technical support was unable to confirm battery depletion issue or take further corrective action due to limited information.